Event description:
The customer observed a non-repeatable falsely elevated vitros tropi es result from a patient sample processed on a vitros eciq immunodiagnostic system. A vitros tropi es result of 0.174 ng/ml vs. A correct result of <0.012 ng/ml was predicted. Per the customer's internal laboratory procedure, any sample from which a vitros tropi value >0.034 ng/ml (upper reference limit) is predicted on initial testing must be retested to verify the result prior to being reported from the laboratory. Therefore, the non-reproducible and higher than expected vitros tropi es result was identified prior to being reported to a health care provider. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-repeatable falsely elevated vitros trop I es result was predicted from a patient sample processed on the vitros eciq system. Vitros tropi es precision testing demonstrated the vitros eciq system was operating as expected. There was no evidence found to suggest an analyzer malfunction contributed to the higher than expected results. Ineffective operator maintenance procedures were suspected as a possible contributing factor, however no conclusive evidence was found to confirm this as a contributing factor. Vitros tropi results predicted from quality control fluids on a daily basis for a two week time period prior to the event showed acceptable accuracy and precision performance. Therefore, a reagent malfunction was not suspected as a contributing factor, however it was not entirely ruled out. The investigation determined that the sample involved was not centrifuged for the recommended length of time in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed or ruled out as a contributing factor. A definitive root cause for the event could not be determined.